Event description:
It was reported that a patient underwent a radical gastrectomy on (B)(6) 2013 and suture was used. While suturing the peritoneum layer, the surgeon found that the needle tip broke. The tip was retrieved from the patient. The surgeon changed to another like device to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.